Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the discordant falsely elevated carbon dioxide (co2) patient sample result obtained on a dimension vista 500 system. Hsc reviewed the information provided by the customer and the instrument data files. A siemens field service engineer was dispatched to the site and performed service troubleshooting actions including alignment of the aliquotter, reagent shuttle 2, and reagent probe. The fse replaced a water purification module (wpm) filter. A definitive cause of the event could not be determined. System verification indicated acceptable performance after the service visit. No other issues have been reported by the customer since the service visit. A potential product problem was not identified. The instrument is operational. The device is performing according to specifications. No further evaluation is required.

Event description:
A discordant falsely elevated carbon dioxide (co2) patient sample result was obtained on a dimension vista 500 system. The result was not reported to the physician. The same patient sample was reprocessed on an alternative dimension vista system. The reprocessed result produced a lower co2 result, was considered correct and was reported to the physician. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated co2 result.